Event description:
In 2006, a physician successfully positioned and deployed an xact stent into the right internal carotid artery. The pt was discharged home on four days later. Two weeks later, the pt experienced dizziness and vertigo. The symptoms continued for one week and then resolved without medication.

Manufacturer narrative:
The device was not returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.